Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in an anastomosis shunt in a moderately tortuous and moderately calcified vessel. A 4.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. The lesion could not be dilated well and the pressure was increased up to 20 atmopsheres. However, during inflation, the balloon ruptured. The lesion was able to be dilated and no damage to the blood vessel. The procedure was completed with the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in an anastomosis shunt in a moderately tortuous and moderately calcified vessel. A 4.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. The lesion could not be dilated well and the pressure was increased up to 20 atmopsheres. However, during inflation, the balloon ruptured. The lesion was able to be dilated and no damage to the blood vessel. The procedure was completed with the same device. No patient complications were reported.

Manufacturer narrative:
(E1) initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a longitudinal tear in the balloon 2.7cm from the tip and is approximately 2cm long. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a rupture in the balloon.